Manufacturer narrative:
It was suspected that this lead was discarded by the hospital and will not be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a microdislodgement. It was reported that this resulted in oversensing and undersensing. There was a delay in tachycardia therapy for less than 30 seconds due to the undersensing. No additional adverse patient effects were reported.